Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.